Manufacturer narrative:
If additional information is received a follow up report will be submitted.

Event description:
It was reported pins bent intraoperatively. During a revision of a total knee arthroplasty (tka) procedure, it was reported the pins bent on the enduro key f/tibial locking ring. The incident did not cause or contribute to a serious injury and no intervention was required. There was no delay in surgery.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. (B)(4)) is submitting this report on behalf of aesculap ag (manufacturer, registration no. (B)(4)). Exemption number: e2014018. Investigation: the complained component was examined visually and microscopically. Three pins are bent, one of them in an extreme dimension. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specifications valid at the time of production. No incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably usage related. Rationale: there are no hints for a material or manufacturing failure. We assume that the device has not left the aag in such a condition because there is a 100% gauge check in the manufacturing segment. Based on our experience one can say that the most possible root cause for the failure could be that during the surgery/application, the endure key was not properly fitted onto the locking ring. This will cause that not all pins are seated completely in the intended contact zones. No CAPA necessary.